Event description:
During a ureteral stone lithotripsy procedure, the metal tip of the electrohydraulic (ehl) probe came off in the pt's ureter. The tip was recovered with no adverse effects for the pt. Another ehl probe used to complete the procedure and the broken device was sent to the MFR for evaluation.